Manufacturer narrative:
Hosono, hikaru, et al. (2026). A case of two inappropriate shocks after s ICD implantation. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. Mp p39.

Event description:
It was reported per article of interest literature review that a man in his 60s had an subcutaneous implantable cardioverter defibrillator (s-ICD) implanted due to acute inferior myocardial infarction with chronic total occlusion of the right coronary artery and residual ischemia. The day after implantation, the s-ICD delivered an inappropriate shock due to noise, likely due to air entrapment, misclassified as ventricular fibrillation (vf). Reprogramming to the secondary sensing vector made the noise disappear. Months later, the s-ICD delivered a second inappropriate shock due to noise oversensing. In clinic reproduction testing in various positions showed no abnormalities, but the s-ICD was programmed to the primary sensing vector which showed the best signal amplitudes, and the patient was monitored thereafter. The s-ICD system remains in service. No additional adverse patient effects were reported.